Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Gas loss alarm occurred; esp personnel explained the nature of the alarm and that it was likely triggered by a rise in intrathoracic pressure due to the high peep and/or sustained tachycardia.